Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were further evaluated by lifescan product analysis after failed testing. The additional tests were performed on the test strip vial and desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter began displaying inaccurate results at 2pm on (B)(6) 2016, when he obtained alleged inaccurately erratic blood glucose results of "320 and 180 mg/dl", more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that also at 2pm on (B)(6) 2016, he consumed food/drink. He claimed that 45 minutes after the start of the alleged issue, he developed symptoms of "headache and sweaty". No additional treatment or medical intervention was specified. The patient denied using any other device to check his blood glucose level at that time. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he received inaccurately erratic results on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
This supplemental is being sent to include information that was omitted from the ¿additional MFR narrative¿ field of follow-up # 1. The following information was available at the time of submission of follow-up # 1 and should have therefore been included: a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.